Manufacturer narrative:
(B)(4). The returned product consisted of and angiojet solent dista thrombectomy system. There was fluid in the boot, and the device was bloody inside and outside. The pump, shafts, and tip were microscopically, tactile and visually examined. Inspection revealed numerous kinks in the shaft and hypotube, with a shaft perforation and hypotube fracture located 48cm distal of the manifold. Functionally tested the device and during functional testing the device would not get through the priming mode, which is consistent with a hypotube fracture, as the device cannot get enough pressure to prime. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 27jul2017. It was reported that the device would not prime. An angiojet® solent¿ dista was selected for a thrombectomy procedure in the lower leg. The device would not prime during the procedure and could not get out of that mode. The procedure was completed with a different device. There were no patient complications and the patient's condition was fine. However, device analysis revealed a shaft perforation and hypotube fracture 48 cm distal of the manifold.